Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer did not observe insulin drips exiting the infusion tubing during the load fill tubing process. Customer's blood glucose was 208 mg/dl. Reportedly, customer was able to complete load process and resume insulin therapy.